Manufacturer narrative:
The device was discarded and not returned for evaluation. Therefore, we're unable to conclusively determine the root cause of the reported incident. The lot number of the product was not provided. Therefore, we're unable to perform a lot review.

Event description:
It was reported that the pruitt f3-s polyurethane carotid shunt balloon ruptured on initial test. It was not directly used on a patient. No injury was reported to the patient.